Event description:
It was reported that the user experienced difficulty performing a supply change when an inset infusion set failed to adhere to the body on deployment and insulin was not observed during tubing fill due to the old tubing remaining connected to the pump; after guidance, the user attached the correct new tubing, confirmed drops during fill, inserted a replacement infusion set successfully, and resumed insulin delivery. No reported adverse physiological effects. Outcomes included restoration of insulin delivery without alarms or alerts and completion of troubleshooting and education. Investigation included troubleshooting by customer support with user verification of connections and replacement of the infusion set. Investigation of this case revealed user setup error with the infusion set deployment and incorrect tubing-to-pump connection. It was concluded that the event was attributable to use error, and the device functioned as intended once configured correctly.